Event description:
It was reported that, "the old cup was not aligned well, and needed to be changed. The cup was working correctly but was placed in bad alignment in last case. We removed the old cup and replaced it with a new cup, mdm liner, mdm insert, and v40 head."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.